Manufacturer narrative:
(B)(4).

Event description:
It was reported that speed could not be controlled. A rotablator console was selected for use. It was noted that the rotation speed could not be adjusted even when the rotation speed knob was rotated. Also, the rotation speed increased by itself even though the knob was not rotated. So, the usage of the device was discontinued. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in good conditions. No issue with the returned devices. The console and the known (gold) foot pedal were tested using a functional generator, the rotablator turbine was operating at typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the rotation and switching the console between turbine and dynaglide modes. Leak test was also performed with turbine model tester and the pressure gauge psi reading has not decrease by 5 psi. The unit passed the rotablator system functional test. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that speed could not be controlled. A rotablator console was selected for use. It was noted that the rotation speed could not be adjusted even when the rotation speed knob was rotated. Also, the rotation speed increased by itself even though the knob was not rotated. So, the usage of the device was discontinued. No patient complications reported.